Manufacturer narrative:
(B)(4). Describe event or problem - correction: " the complaint confirmation of no audio output could not be determined."

Event description:
The reported complaint of dexcom mobile application had no audio output could not be confirmed. The clearing and acknowledgment of the alerts as they were received did not allow the mute override function to progress through its sequence of overriding the smart device settings as the patient acknowledges they received the alert. The reported the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the dexcom mobile application had no audio output. No additional event or patient information is available. Data was available for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.